Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an error of ¿no disposable pump will not run.¿ per reporter, the patient stated the device alarmed and the screen read no disposable clamp tubing. Settings were reviewed and the reservoir volume was 32.5 ml. Medication was 5-fu. The patient denied any air in the tubing. The device stopped and continues to alarm. Troubleshooting was performed where they instructed the patient to turn the pump off, close a clamp on the tubing and remove the cassette. Air bubbles were observed in the tubing that extended across the top of the cassette. The cassette was tapped on a firm surface, tubing massaged and reattached. The device was started but the alarm continued, ¿no disposable pump will not run.¿ the above steps were repeated a second time with the same results. They instructed the patient to power down the pump, keep the clamp closest to the port closed and call the doctor. Reservoir volume 32.5 ml. Rate 2.3 ml/hour. Given 67.55 ml. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.